Event description:
The senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the reporter/layperson (possibly patient's husband) alleged that the patient's onetouch ultra test strips were not filling with blood to provide a result on the meter. Reportedly, the patient attempted to test several times at 5:30 pm the day prior; the blood would not completely fill the strips. The patient ate, presumably the dinner meal. On an insulin regime, it is unknown if the patient also injected insulin. The patient's husband drove her to an urgent care center when the patient became dizzy around 8pm. The patient's blood glucose on the urgent care meter was 68 mg/dl. The patient was given orange juice and oral glucose. When the patient returned to her home the same night, she successfully obtained a result on her meter with strips from the same vial. Because the patient allegedly was unable to obtain an actionable result and had to seek assistance and treatment from an hcp, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.